Event description:
It was reported that in preparation for an angioplasty procedure, "brown dust" was found on the end of the balloon. Upon removing the quantum maverick balloon catheter from the packaging, the physician needed to use "excessive force" to remove the stylet from the catheter. When doing so, the physician noted "brown dust" on the tip of the balloon. There was no patient contact with this device, and the procedure was completed successfully with another quantum maverick balloon.